Manufacturer narrative:
Iris field service engineer was sent to the customer location and the fse confirmed intermittent bacteria not being classified on the iq200. The fse found the image quality was not meeting specifications. The fse replaced the flow cell p/n: 525-3083s, strobe bulb, p/n: x065-3018, and performed a optical alignment. The fse re-reran controls and the controls passed. The fse also reran patient samples and confirmed instrument performance was passing. The system was operational. (B)(4).

Event description:
The customer stated patient results containing bacteria were reporting as none on the iq200 instrument. The customer was confirming patient samples with manual microscope. No erroneous results were reported out of the lab.